Event description:
Reporting status: serious injury/medical intervention/hospitalization. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported in a trial that the index procedure was performed in 2007, three xience v stents were implanted, one in the ramus and the other two in the proximal rca. In 2008, the patient was rehospitalized and revascularization was performed on the proximal rca and an additional xience v stent was implanted for treatment of the restenosis. No additional event or patient information is available.

Manufacturer narrative:
The second xience v everolimus eluting coronary stent system indicated is being filed under the same MFR number. Results and conclusion summation - product performance engineering reviewed the incident information. Restenosis, as listed in the xience IFU, is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. It is likely that the hospitalization is a secondary effect of the restenosis. A conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.